Manufacturer narrative:
According to the customer contact "my elderly mothers entire right arm became wedged between the rail and the mattress, close to the box spring". Per the contact the user of the device became entrapped and expired "with her face buried in blankets wadded up at the side of the mattress where she had fallen". Per the contact "her arm was trapped all the way up to her shoulder" and she was found deceased "with her face stuffed in bedding where the rail met the bed". Per the contact they were not able to confirm if the securement strap was used. The device is not available for evaluation. No additional information is available at this time. It has been determined that the reported event caused or contributed to serious injury requiring medical intervention, therefore, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.

Event description:
According to the customer contact "my elderly mothers entire right arm became wedged between the rail and the mattress, close to the box spring".